Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. Blood glucose was 271 mg/dl. The customer was instructed to prime tubing using fill tubing feature until air bubbles were no longer observed. Customer acknowledged.